Manufacturer narrative:
Unit received with blank display due to moisture damage on lcd board. Unit had broken battery tube threads. The customer put the bandage on the address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 226.8 mg/dl at the time of the incident. The customer states the insulin pump was exposed to moisture. Customer states there were moisture inside the pump's screen and battery compartment. Customer also reporting cracks on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.